Event description:
It was reported that the pump generated a wireless module connection error (even though the wireless module had been changed). It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was returned. A visual inspection found a broken tamper seal, a missing battery door and a peeling dso seal. During the functional testing, the customer reported issue was unable to be duplicated and no problem was found. Preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.